Event description:
A 63-year-old male with a past medical history including hypertension, and atrial fibrillation, was commercially treated with the tigertriever 17 device on (B)(6) 2024. The patient was presented to the hospital due to a stroke demonstrated on brain CT that revealed left co-dominant mca - m2 occlusion. During the procedure with tigertirever-17, a rupture of a small left m2 vessel medial to the occluded vessel occurred and the procedure was aborted.

Manufacturer narrative:
Based on the procedural information provided, the rupture of a small left m2 vessel, located medial to the occluded vessel, occurred in an area where the device was not present or in contact with the vessel wall. A thorough review of the available data, including procedural details, did not identify any indication of device malfunction. Furthermore, there is no conclusive evidence to suggest that the tigertriever 17 contributed to the vessel rupture. The event appears to be unrelated to the function or use of the device, and other procedural or anatomical factors may have been involved.